Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor for 6 days. Customer further reported that on (B)(6) 2018, he/she experienced symptoms described as redness, itching, swelling, and oozing, and had contact with a healthcare professional who prescribed an unspecified cortisone cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Device mfg date) has been updated based on the returned product download. The reported sensor has been returned and visual inspection was performed on the sensor patch. No issues were observed. The sensor adhesive was not returned. Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing an allergic reaction while wearing an adc freestyle libre sensor for 6 days. Customer further reported that on (B)(6) 2018, he/she experienced symptoms described as redness, itching, swelling, and oozing, and had contact with a healthcare professional who prescribed an unspecified cortisone cream for treatment. There was no report of death or permanent injury associated with this event.